Event description:
A safe-tcare mfg distributor -stc- (B)(6) - delivered a safe-tcare hd bed enclosure system for use with a pt at (B)(6). At a later date an air mattress was requested by (B)(6) and pcs delivered and installed it. Pcs received no communication of equipment problems or malfunctions during the period the enclosure system and air mattress was in the facility. Stc received a phone call from a distributor rep saying that a pt had been found unresponsive in the enclosure and that the unit(s) had been quarantined at the facility. The unit was checked by the distributor rep and no problems were found with unit(s). The first correspondence stc received from the facility was in the faxed from of med watch with the info of pt expiration on (B)(6) 2006.